Event description:
It was reported the programmer takes up two minutes from power on to device ID screen. Followup information received indicates the programmer functioned normally once it booted up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment that it booted up slowly. Analysis also found a loose electrocardiogram (ECG) connector. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).